Event description:
Patient accessed with bard portacath needle 22g 3/4-inch needle and when drawing blood air entered line. All connections tight but continued to draw air. Needle removed and new one placed- and no problem.